Event description:
Customer alleges discrepant results with meter: date: 2011; inratio: 1.1; retest inratio: 2.0. Patient's target therapeutic range is 2.0-2.5.

Manufacturer narrative:
Investigation pending.